Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17662420 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, a non-cordis catheter was inserted from the right elbow. The target lesion was the common iliac artery (cia) for stent implantation. After measuring the blood vessel diameter with the intra-vascular ultrasound (ivus), an 8mm x 20mm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated as pre-dilation to the target lesion then a 10mm x 60mm smart stent was implanted. At the proximal edge of the smart stent was a severely calcified lesion, so the stent was insufficiently deployed; therefore, the saber balloon was inflated at maximum inflation pressure of 18 atmospheres (atm) as post dilatation, however, the balloon ruptured. The physician tried to remove the device, but the balloon got stuck to the non-cordis catheter. Since the balloon could be stored in the catheter, both were pulled back together. However, upon reaching the vicinity of the puncture site, the shaft of the saber balloon catheter was pulled strongly resulting to the balloon part to remain in the blood vessel. Only the shaft of the device came off. The balloon marker came off the shaft and came out of the patient¿s body alone on the unknown guidewire. The physician thinks that the remaining balloon might be affecting the patient¿s body, or the guidewire cannot move. The physician also thought that the cause of the balloon rupture was due to increased pressure more than the rated burst pressure (rbp). It was also noted that the guidewire lumen of the saber balloon was crushed and there was a possibility that resistance to the guidewire had occurred. The physician requested for the removal of the remained balloon from cardiovascular surgery. The rupture was removed during surgery and the patient is now in good shape and has been recovering from the symptoms after the fragments were removed by a surgical procedure. There were no abnormalities noted before or during the procedure. The devices were stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the devices prior to use. There were no anomalies noted on the devices when removed from the package. The devices were inspected and prepped according to the IFU and no anomalies were noted during prep. There was no difficulty removing the product from the hoop, removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis contrast media was used with contrast to saline ratio of 1:1. A non-cordis inflation device was used which was also used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The intended procedure was for an endovascular therapy (evt) and lesion was the right common iliac artery. There was little vessel angulation and vessel tortuosity. There was 80 percent stenosis and the device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. There was no excessive force applied during the procedure. When the smart control stent was removed from the tray, the stent was still constrained within the outer member/sheath. The temperature exposure indicator on the pouch of smart control was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. It was it verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. There was no difficulty encountered flushing the device. A non-cordis 90cm sheath, a non-cordis 300cm guidewire and a non-cordis 90cm guide catheter were used in conjunction with the device. An approach was made from the right brachial artery. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force applied during deployment of the stent. The smart control locking pin in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The smart control was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. The smart control or other products used did not kink or bend at any time during procedure. The tantalum markers (smart control) were observed to open symmetrically. The smart stent was implanted by following the IFU and the lesion was covered with the stent. Aside from post dilatation of saber balloon, there was no other intervention done to complete stent procedure. The smart control device will be returned for analysis. There were no procedural cd/images available for review. Other procedure details were requested but are unknown.

Event description:
During an endovascular therapy (evt) procedure, a non-cordis catheter was inserted from the right elbow. After measuring the blood vessel diameter with the intra-vascular ultrasound (ivus), a saber rx8mm2cm155 rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated as pre-dilation to the target lesion, then a 10mm x 60mm smart stent was attempted to be implanted. At the proximal edge of the smart stent the lesion was severely calcified, therefore the stent was insufficiently deployed. The saber balloon was inflated at maximum inflation pressure of 18 atmospheres (atm) however, the balloon ruptured. The physician tried to remove the balloon, but the balloon got stuck to the non-cordis catheter. The balloon and the catheter were both pulled back together. However, upon reaching the vicinity of the puncture site, the shaft of the saber balloon was pulled strongly, and the balloon remained in the blood vessel and only the shaft of the device came off. The balloon marker came off the shaft and came out of the patient¿s body alone on the unknown guidewire. It was noted that the guidewire lumen of the saber balloon was crushed and there was a possibility that resistance to the guidewire had occurred. The ruptured balloon was removed during surgery and the patient is now recovering. When the smart control stent was removed from the tray, the stent was still constrained within the outer member/sheath. The temperature exposure indicator on the pouch of smart control was checked to confirm that the black dotted pattern with a grey background was clearly visible. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The guidewire port was flushed as outlined in the IFU. A non-cordis 90cm sheath, a non-cordis 300cm guidewire and a non-cordis 90cm guide catheter were used in conjunction with the device. An approach was made from the right brachial artery. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force applied during deployment of the stent. The smart control locking pin was in place during advancement towards the lesion. The smart control was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. The tantalum markers (smart control) were observed to open symmetrically. The smart stent was implanted by following the IFU and the lesion was covered with the stent. There were no abnormalities noted before or during the procedure. The devices were stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the devices prior to use. There were no anomalies noted on the devices when removed from the package. There was no difficulty removing the product from the hoop, removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis contrast media was used with contrast to saline ratio of 1:1. The inflation device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was little vessel angulation and vessel tortuosity. There was 80 percent stenosis and the devices were not used for a chronic total occlusion (total occlusion >3 months). The target lesion was the common iliac artery (cia).

Manufacturer narrative:
After further review of additional information received the following sections b5, d10,g4, g7, h2, h3 and h6 have been updated accordingly. During an endovascular therapy (evt) procedure, a non-cordis catheter was inserted from the right elbow. After measuring the blood vessel diameter with the intra-vascular ultrasound (ivus), a saber rx 8mm x 2cm 155 rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated as pre-dilation to the target lesion, then a 10mm x 60mm smart stent was attempted to be implanted. There was 80 percent stenosis and the devices were not used for a chronic total occlusion (total occlusion >3 months). The target lesion was the common iliac artery (cia). At the proximal edge of the smart stent the lesion was severely calcified; therefore, the stent was insufficiently deployed. The saber balloon was inflated at a maximum inflation pressure of 18 atmospheres (atm) however, the balloon ruptured. The physician tried to remove the balloon, but the balloon got stuck to the non-cordis catheter. The balloon and the catheter were both pulled back together. However, upon reaching the vicinity of the puncture site, the shaft of the saber balloon was pulled strongly, and the balloon remained in the blood vessel and only the shaft of the device came off. The balloon marker came off the shaft and came out of the patient¿s body alone on the unknown guidewire. It was noted that the guidewire lumen of the saber balloon was crushed and there was a possibility that resistance to the guidewire had occurred. The ruptured balloon was removed during surgery and the patient is now recovering. When the smart control stent was removed from the tray, the stent was still constrained within the outer member/sheath. The temperature exposure indicator on the pouch of smart control was checked to confirm that the black dotted pattern with a grey background was clearly visible. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The guidewire port was flushed as outlined in the IFU. A non-cordis 90cm sheath, a non-cordis 300cm guidewire and a non-cordis 90cm guide catheter were used in conjunction with the device. An approach was made from the right brachial artery. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force applied during deployment of the stent. The smart control locking pin was in place during advancement towards the lesion. The smart control was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. The tantalum markers (smart control) were observed to open symmetrically. The smart stent was implanted by following the IFU and the lesion was covered with the stent. There were no abnormalities noted before or during the procedure. The devices were stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the devices prior to use. There were no anomalies noted on the devices when removed from the package. There was no difficulty removing the product from the hoop, removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis contrast media was used with contrast to saline ratio of 1:1. The inflation device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was little vessel angulation and vessel tortuosity. One product was returned for analysis. A non-sterile saber rx 8mm x 2cm 155 was received for analysis coiled inside a plastic bag. Also, an unknown guidewire was returned inside the plastic bag. Per visual analysis, the balloon was observed burst and separated on the proximal section of the balloon. Blood residues were observed inside the balloon. The proximal section of the balloon was not returned. The guidewire was observed compressed/crushed, as received. Marker bands on the guidewire were not observed due to the separated condition of the balloon. No other anomalies were observed. Dimensional analysis to verify the correct od at the proximal balloon seal couldn¿t be performed since the proximal section of the balloon was separated from the device and not returned inside the plastic bag. Functional analysis was not possible due to the separated condition of the device, as received. Per sem analysis on the balloon burst observed during visual review, results showed that the balloon separation/burst was caused by a rupture on the balloon surface. Tears were observed adjacent to the balloon rupture on the inner surface of the balloon. The outer surface presented evidence of scratch marks and tears near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks and tears on the balloon outer surface could probably led to the rupture condition found on the received balloon. It appears the balloon material near the rupture was torn with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 17662420 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst - above rbp¿ and ¿balloon - separated - in-patient¿ were confirmed as the device was received with a ruptured and separated balloon. The reported ¿pta/ptca system - compressed/ crushed - in-patient¿ was confirmed since the guidewire and unit was noted to be compressed/crushed, as received. The reported ¿marker band-balloon catheters - dislodged - in-patient¿ was confirmed as the marker bands were not observed on the guidewire due to the separated condition of the balloon. The reported ¿pta/ptca system - withdrawal difficulty - from vessel¿ was not confirmed since insertion/withdrawal test could not be performed due to the separated condition of the balloon. Nonetheless, sem analysis results showed that the balloon material presented evidence of tears and scratch marks adjacent to the balloon rupture. Vessel characteristics of severe calcification may have led to the rupture as suggested by analysis of the device. The balloon material near the rupture was torn with a sharp object from the outside of the balloon. It is also significant to note that the balloon was inflated above its rated burst pressure, which is not recommended according to the instructions for use, it is important to have the compliance chart on hand to reference when inflating the balloon catheter to ensure proper use and functionality of the device. It appears the balloon was then induced to a tensile force that exceeded the material yield strength after rupture and upon device removal from the patient. Procedural factors and handling of the catheter most likely contributed to the separation and the compressed/crushed condition noted on the device. However, the cause of the unit¿s separation and compressed/crushed conditions could not be conclusively determined. According to the safety information of the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions will be taken at this time.